Manufacturer narrative:
Based on the claim against the product by the customer noting that the right eye had no vision, an investigation is in progress to determine the cause of this reported event. An intuitive surgical inc. (Isi) field service engineer (fse) went on site and confirmed the reported issue. The high-resolution stereo viewer (hrsv) was replaced. Isi received the hrsv and completed failure analysis. Failure analysis was able to confirm and replicated the reported issue. The hrsv was installed on the test system and the surgeon side console (ssc) powered up without video on the display. A site history review was performed and found a related complaint documented under patient identifier (B)(6), in which a similar incident happened during a different event date. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the right eye intermittently went black. The vision was restored after about 5 seconds. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon powering on the system. The system initially powered on without errors. The system was functional, with no errors, at the beginning of the case. As the case got underway, the system began to glitch. The surgeon's console only had right eye vision. An intuitive field service engineer came to look at the system and replaced some items on the console. The console is working fine now.